Event description:
Customer reports broken glass from bulb on laryngoscope blade. The tip of the broken glass had fallen into the post pharyngeal wall, in secretions. Pt was suctioned to remove piece of glass. No harm/injury to pt was reported.

Manufacturer narrative:
Unable to determine at this time due to lack of catalog #. At time of this report, there is no info to identify the catalog # or lot#. Add'l info and sample have been requested.